Event description:
Phlebotomist attached single use holder to eclipse needle and performed a venipuncture. During the process of drawing tubes, the holder separated from the needle. The phlebotomist attempted to activate the safety shield with no holder attached. In the process they stuck their index finger with the front end of the needle. The source patient is being tested and phlebotomist has begun taking preventative meds.